Event description:
Hlthcare professional reported injecting a pt with juvederm ultra plus xc in the nose. On the same day, the pt developed a headache and diplopia in the right eye. The pt was treated with hylase at the "entry point" on the following day. The pt's vision "has slowly recovered 2 days after treatment", but "now the skin show early stage of necrosis." The healthcare professional noted "it might be due to too much product [in the pt's] nose and compress the artery." No add'l treatment has been given.

Manufacturer narrative:
UDI #: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "necrosis, headache, diplopia, too much product and compress the artery" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.